Event description:
It was reported that a novum iq large volume pump had an unspecified issue with the bolus feature during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier: as the serial # is unknown, the UDI will consist of the primary di number only. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.